Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that the alarm does not go off on the monitors. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a field service engineer (fse), with the support of remote clinical support (rcs). Analysis included functional testing and of the alarms and review of configuration settings. The results of the analysis indicated that there is no status bar on the overview for two rooms when alarms start and it is not sounding the prompt tone. This is a caregroup/overview alarm. The fse worked with the rcs to reconfigure the alarm reflection option from the pic ix system, rebooted the alarm reflector at the host and tested the rooms again. The alarms worked correctly. The customer biomed indicated additional rooms may be affected and they would test further. The fse was scheduled to return to test additional rooms; however, biomed indicated the issue was resolved and canceled additional service. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was related to configuration; however, the cause could not be traced further. The issue was resolved by reconfiguring the alarm reflection option and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.